Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "chemical burns on the side of the mouth," "slight burning on the nasolabial fold," "peeling," and scarring are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings: "treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks." Adverse events: treatment site responses by maximum severity occurring in > 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvéderm voluma® xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain, redness, discoloration, and itching. "Device- and injection related adverse events occurring in [less than or equal to] 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%)." Post-market surveillance: "juvéderm voluma® without lidocaine has been marketed outside the us since 2005, and juvéderm voluma® with lidocaine has been marketed outside the us since 2009." "As of december 31, 2012, the following aes were received from post-market surveillance for juvéderm voluma® with and without lidocaine with a frequency [greater than or equal to] 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order of number of reports received: inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities." "Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Event description:
Patient reported they were injected with two syringes of juvederm in the nasolabial folds and "around the mouth" and two syringes of juvederm voluma xc in the cheek. The patient stated the next day, the patient developed "chemical burns on the side of the mouth" and described a "slight burning on the nasolabial fold." The patient also indicated their "skin was peeling." The patient was prescribed antibiotics and prednisone for treatment by the injecting physician. Patient stated they now have "scarring on the side of the mouth," but the burns have cleared up. This is the same event and the same patient reported under MDR ID #3005113652-2016-00045 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma xc, also a device manufactured by allergan.

Event description:
Additional information from the injecting healthcare professional indicated the unspecified juvéderm® was confirmed to be juvéderm® ultra plus xc; injection sites were specified to be in the nasobial folds and marionette lines. The healthcare professional observed redness and swelling in the marionette lines. The antibiotic given to the patient was specified as augmentin. Patient was also using hydrocortisone, vaseline, and "ciculfate skin repair cream" as topical treatment. Healthcare professional elaborated that the patient reported the area around their mouth was "scaly with scabby areas." During the most recent evaluation with the injecting healthcare professional, the injector noted that "mild pigmentation" remained in the marionette area and observed no scarring. The healthcare professional offered further treatment, but the patient refused. The injector believes symptoms were ¿possibly¿ considered product related and suspected the etiology was due to ¿topical anesthetic.¿